Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps in the pediatric unit are failing to alarm for upstream occlusion during therapy (dose, medication, and volume unknown). The nurse reported that the devices are running at 0.5 cc/hr. It was also reported that fluid was dripping from the "hub in tubing" and that the set was clamped at the "y" yet no occlusion alarmed. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that a spectrum pump in the pediatric unit failed to detect a downstream occlusion during therapy (dose and programmed amount unknown). The device was being used to infuse sodium (na) acetate and heparin at 0.5 ml/hr through an umbilical venous catheter (uvc) line. The line was observed to be leaking from the distal luer activated valve and was clamped at the ¿y¿ (further clarified to be the t-connector) and the device did not alarm for the downstream occlusion. The issue was resolved by unclamping the clamp at the t-connector and replacing the set. The line remained patent. There was no patient injury associated with this event and there were no additional medical interventions beyond opening the clamp at the t-connector and replacing the administration set. It was also reported that the pump was set to the medium downstream pressure limit setting. The nurse indicated that the end user had followed all instructions for use, although the reporter could not confirm if the end user had observed drops in the drip chamber prior to noticing the clamp was closed. No additional information is available. Additional information: (B)(6) was the patient weight provided by the customer. Baxter's medical assessment was completed, providing additional information on the event. The additional information provided by medical assessment included the addition of 61 (user error) in the conclusion codes and the determination of the reported symptom by the customer from "failing to alarm for occlusion" more accurately described as "failing to alarm for downstream occlusion" due to the other supporting medical information provided by the customer. The line was clamped at the t-connector during the therapy, which led to a downstream occlusion. It is common IV practice to ensure that the lines are opened before beginning the infusion. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. The device was not received for evaluation; therefore, a device analysis could not be completed to verify the downstream occlusion occurred. Without this device information it is unable to be determined if a malfunction of the pump has occurred. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. .